Event description:
The MFR received info alleging a ventilator was powering on and off by itself. There was no pt harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, the customer's complaint was confirmed. The ventilator's keypad was replaced to address this issue.